Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula crimped events on (B)(6) 2024. The event occured within 3 hours of insertion. The infusion set was in use for 2-4 hours for second event. The insertion site was at abdomen. The blood glucose level was 358 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-08194- device 2 of 2.